Event description:
Initial placement of a tfb-24-88 in 2005. A follow-up examination noted a type I endoleak. In 2007, a procedure to place an esbe-28-39 to resolve the type I endoleak.

Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is depedent upon accurate pre-procedure measurement and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. Based upon the information received, it appears that the endoleak was due to the undersized tfb on the initial placement.